Event description:
Caller reported mobile system blood glucose results of 395 mg/dl, 299 mg/dl, 473 mg/dl, and 110 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined. The customer returned the meter without any strips, therefore the strips were not able to be investigated. Strips were not returned.